Manufacturer narrative:
The investigation into the reported limb ischemia has been completed since the original report was filed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported that a 63 year old patient was implanted with an impella cp pump for mechanical circulatory support. The patient was supported by both ECMO and the cp when there was noted limb ischemia. A doppler pulse was notably difficult to find in the impella leg. An ultrasound revealed bilateral slow flow. The team therefore placed the distal perfusion catheter and support was continued.